Event description:
Baxter (B)(4) received a report that an infusor leaked at the fill port during filling. The device was being filled with a solution of 5-fluorouracil and saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Upon sample receipt, the device contained approximately 60 ml of fluid in the reservoir. To verify the reported condition, the fill-port cap was removed. Upon removal, leakage (backflow) was observed coming out of the fill port. Visual examination of the disassembled unit revealed the root cause of the leak was a 0.9-mm particle of pink particulate matter beneath the check band. Fourier-transform infrared spectroscopy of the particulate matter showed similarity of material with the coil cap of the device. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.